Event description:
It was reported the implantable neurostimulator (ins) quit working three years after it was implanted. The reporter stated they were told the ins would last for five years. The reporter further stated they did not know if the ins died due to normal battery depletion. It was noted the patient needed an MRI of the upper torso, left arm, and shoulder. It was further noted the MRI was not device related. The reporter stated they did not have a healthcare professional currently and they no longer need the device. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 3988, lot# n26527, implanted: (B)(6) 2003, product type: lead; product ID 3988, lot# n26667, implanted: (B)(6) 2003, product type: lead. (B)(4).